Event description:
It was reported that the lesion was in the right coronary artery (rca). The vessel was moderately tortuous, with heavy calcification and was 99% stenosed. After pre-dilatation was performed with a trek balloon catheter, the 3.0-15 mm xience v stent delivery system (sds) was delivered; however, it failed to cross. Additional predilatation was performed on the lesion with the same trek balloon. After several attempts to predilate the lesion and advance the xience v sds, resistance increased; therefore, the xience v sds was removed from the patient. No resistance was felt during removal. The stent implant was confirmed to have moved distally on the sds balloon for a length of approximately 2-3mm; however, the stent implant was not loose on the balloon. The lesion was further dilated with the trek and a new xience v stent was implanted successfully. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: taiga. Return of the rx xience v stent delivery system (sds) may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately tortuous and heavily calcified anatomy contributed to the reported failure to advance. Additionally, an interaction with the anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and resulted in the stent moving distally on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. There is no indication of a product quality deficiency.